Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited the fiber bonding in the outer tube area (distal end) is damaged, light guide-bundle of the video cable section is broken, the light transmission is lost or too low. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.